Event description:
Additional information received reported that the patient was receiving effect therapy and the issue had not re-occurred. The manufacturing representative was able to reset the power on reset (por) without difficulty. It was noted that the manufacturing representative was told that ¿it was from some interference with the device.¿ it was not a problem with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), implanted: (B)(6), 2014, product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6), 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient used the implantable neurostimulator (ins) all of the time. When the patient got out of the shower on the day of the report, the patient looked down and pushed on her stomach and her stimulation ¿went off.¿ the manufacturing representative verified with the patient programmer that the stimulation was off and was able to turn the stimulation back on with the patient programmer. A power on reset (por) conditioned occurred with a 0x400 parity error code. The patient had a bone scan about 2 weeks prior to the report.